Event description:
It was reported the rv lead was explanted and replaced due to high impedance and apparent fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Partial lead in segments returned and analyzed.